Manufacturer narrative:
(B)(4).

Event description:
The patient reported that there had been a third revision in 2009 to move the location of the implantable neurostimulator (ins). The placement of the ins had to be fixed due to a crooked spine and his anatomy. He had bruises and scars 2 inches long. Relevant medical history included complex regional pain syndrome type 1. Follow-up was performed to determine what had led to the revision to move the ins.

Manufacturer narrative:
Information reported was originally captured in manufacturer report #3004209178-2011-02836 but was found to be more pertinent to this event. This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the implant had been moved from the lower kidney area to the lower rib area on the posterior side during a pocket revision in 2009.